Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the 3t heater cooler device was positive to mnt chimaera and acid-alcohol-fast bacteria. There is no report of any patient injury. The customer required deep cleaning procedure.

Manufacturer narrative:
H.11: the unit passed all technical and safety inspection checks according to the manufacturer's specifications, therefore was sent back to customer in its expected functions. A device service history review has been performed, and identified that two previous similar events were reported in 2021 and 2023. Based on the investigation findings, it cannot be ruled out that the source of contamination was related to the environment in which the device was kept, and therefore the exact origin remains unknown. Reportedly, improper maintenance of the device, as well as possible contamination from sink water or a defective pall-aquasafe filter, neither of which were tested and for which the replacement frequency is unknown, cannot be excluded as contributing factors. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the heater-cooler device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: the device was cleaned and disinfected by livanova field service engineer. Additional information regarding the disinfections methods performed at customer site were gathered: - no other devices or surfaces in the or/ICU are tested to identify the source of contamination. - the sink water is not tested. - the device is cleaned regularly as per the instructions for use. - disposable gloves are used solely for the hc3t device during cleaning. - the hospital does not use reusable blankets. - water quality monitoring is applied, and h2o2 levels are checked. - when not in use, the device is stored full of water. - h2o2 is checked daily even during days when the device is not in use. - h2o2 is added when the water in the tanks is changed every 7 days. - a disposable pall-aquasafe water filter with a 0.2 m membrane or an equivalent performance filter is used for tap water. - before initial operation and before storing the heater-cooler, the surfaces and water circuits are disinfected. - the 3t aerosol collection set is replaced after the allowed use period of 7 days. - the hc3t field blue tubing set used with the heater-cooler is replaced annually by the technical service during maintenance procedures. - the device is placed inside the operation theatre during use. - when inside the operation theatre, the fan of the device is positioned opposite to the patient. - the estimated distance between the surgery field and the device is 2.5 meters. No information regarding frequency of water quality monitoring and pall-aquafilter replacement were provided. No tests were performed on sink water either. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.